Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a percutaneous nephrolithotomy procedure, the wire frayed, and a portion of the wire was retained in the patient. The physician attempted to retrieve the retained wire section by using a cystoscope collecting system, but was unable to locate the wire. Later, the patient had stent removal and return for a second look of the residual stone burden and wire fragment, but it could not be located. Additional information was provided that fluoroscopy was used to identify the wire initially, but the fragment could not be found later in the procedure despite visual and fluoroscopic guidance. The patient remained asymptomatic and was discharged.